Event description:
The customer contacted physio-control to report that their device was charged to 360j and then it dropped the charge 1/2 way through. It was reported that caregivers had to hit charge again then. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The device was first evaluated by physio-control service depot and the reported issue could not be duplicated during functional and performance testing. The device electronic download data and patient record were downloaded and were reviewed by an engineer. It was found that the device had run out of memory before the event occurred, and as a result the reported issue could not be verified. The device was then sent for further evaluation. Shocks were delivered repeatedly at varying energy levels and no issues were detected with device charging or energy delivery. Additional testing was conducted with customer pads, and no potential issues were identified. Root cause is unable to be determined. Repairs unrelated to the reported issue were completed. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No further information was available. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was charged to 360j and then it dropped the charge 1/2 way through. It was reported that caregivers had to hit charge again then. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.